Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for a scope with scratched lens. A visual inspection was performed and showed the scope to have broken negative lens with distal tip and fiber damage. No manufacturing related defects were observed. No further investigation is required.

Manufacturer narrative:
Awaiting receipt of device.

Event description:
It was reported scratched lens. A (0-30) min delay was noted. No patient injury or complications were reported.